Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = black. The insulin pump was returned for blank display and unresponsive keypad anomalies on event date august 31, 2022. Device passed the displacement test and self-test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. Detailed trace analysis did not confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5volt for consecutive 240 minutes. No unexpected battery alarms noted on long trace history files related to event date or blank display. Device received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. However, device received with unresponsive keypad anomaly due to corrode keypad traces. No damage noted on the keypad assembly noted. J1 connector on electrical board was inspected and properly connected. Device passed the keypad voltage test. The history was download successfully using thus software. The long trace history file did not confirm stuck keypad error/ insulin pump error alarm. Insulin pump was cut open to perform visual inspection and found no moisture damage on the electrical board / force sensor / motor. Device received with fading serial number label, cracked case at battery tube side and cracked battery tube threads. The device p-cap / test reservoir locks in place properly. Device was not confirmed for blank display anomalies. However, device received with unresponsive keypad anomaly due to corrode keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and unresponsive keypad. Customer reported big crack on the battery compartment. Customer stated that the display was not blank less than 30 seconds and did not return. Insert battery alarm was not display on the insulin pump screen. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. Customer tried to clear the alarm but the center button was unresponsive. No harm requiring medical intervention was reported. The customer will discontinue use of the device.